Event description:
The customer reported that the system displayed a communication failure error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation and adjusted the ps1 power supply. The system was tested and found to be working as intended and put back into service.